Event description:
Reportedly, during a f/u of the pt, it was observed an increase of the ventricular impedance and threshold. An x-ray photo revealed a possible connection loose between the pacemaker and the lead. At reintervention, the tip of the ventricular lead was found to be out of the terminal block. A blood infiltration into the port was also confirmed. The ventricular lead was inserted into the port again; however, it was unable for the lead to be fully inserted even though it was being pushed in with some force. The pacemaker was explanted and returned for analysis.

Manufacturer narrative:
(B) (4). This event concerns a device that was mfg and used outside the us. In response to the warning letter that the us FDA issued to sorin biomedica (dated 10/29/2009), sorin is filing this MDR at this time. (B) (4). Conclusion: the electrical and mechanical characteristics of the returned device were within specs. No difficulties were observed to reinsert and tighten is-1 leads in the ventricular port of the returned device; upon reception, the distal ventricular setscrew was visible in the port and traces of blood were observed at the entrance of the ventricular port; a detailed visual inspection of the distal ventricular setscrew showed damages on the threads and particularly at the third thread. These observations clearly resulted from incorrect screwing/unscrewing operations and occur generally when the setscrew is screwed prior to completely pushing the lead in the port. However, it is not possible to determine whether these damages resulted from screwing operations at the implantation or at the explantation, i.e. Whether there is a link between these damages and the reported behavior. Considering the physician's observation (the lead tip was found out of the terminal block at the revision), the above observation and analysis results, the most probable hypothesis to explain the reported event is that: during the implantation, the distal ventricular setscrew was screwed just before pushing the lead completely in the port, there was an electrical contact (the lead tip could have touched the distal terminal block) and pacing/sensing could have normally occurred in unipolar mode, but in reality, the lead was not correctly tightened; some months after the implantation, the lead could have slightly moved in the port because of the movement of the pt and the mechanical/electrical contacts became bad; as a consequence, the impedance and the threshold could have increased and capture failure could have occurred; at the revision, attempts to reinsert the lead failed most probably because the setscrew was not enough unscrewed to push the lead completely in the distal terminal block.